Event description:
The product was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon manually made the purse-string. No patient injury was reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported was received without a production lot number, therefore the manufacturing site is unk.